Event description:
Reporter alleged obtaining discrepant blood glucose results of 241 mg/dl and 125 mg/dl on a patient using inform system 1 compared back to back with a result of 121 mg/dl on the inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550678, expiration date 09/30/2009). Reference medwatch report with a1 patient for the suspect device used in system 2.